Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05jan2021.

Event description:
The customer reported when powering on the unit while plugged into ac power, the system becomes inoperable and displays error message check vent 35v supply failed. There was no patient involvement. The customer spoke with a remote service engineer (rse) and advised when the ventilator runs on the battery without being plugged into ac power it runs fine. 24v power is fluctuating 13-20v in the pneumatics screen. The error log shows errors for the following: cooling fan speed error, aux alarm supply failed, 35v supply failed, alarm light emitting diode (led) failure, and check vent backup alarm failed. The rse advised the caller to swap out the power management board to diagnose the issue. The customer did not have a spare, so the customer requested the part number for a power management board and a motor controller board. The rse provided both numbers to the customer. The customer replaced the power management board and the issue was resolved.